Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's grip tips were bent. Due to the bent tip, the instrument was unable to grasp correctly. One grip was bent, causing side to side misalignment of grips. There was a .104 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Evidence not conclusive, but bent damage may be due to likely mishandling/misuse. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. Clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the fenestrated bipolar forceps instrument was unable to open and also had a broken cable. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.